Event description:
Facility stated when the hi/low is all the way up, that the emergency trend (red handle) does not work.

Manufacturer narrative:
Technician found that the bed would not go into emergency trend when raised in the full up position. Replaced trend valve kit to resolve this issue.